Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of granuloma and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this events.

Event description:
Healthcare professional additionally reported "lymph nodes of increased volume" and "cystic image, liquid content, near the inferior scar, suggestive of inflammatory process (granuloma)."

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: fluid around implant. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reports left side discomfort and fluid surrounding the implant. The device has been explanted.